Event description:
As reported by hosp in another country, while unpacking an encore inflation device, it was noted that there was a crack in the tray that holds the unit, thereby compromising sterility. No damage to the outer box was noted. The inflation device was not used and is being returned for eval. There was no pt involvement.

Manufacturer narrative:
Although it has been indicated that the reported device will be returned for eval, it has not yet been rec'd by the MFR. Therefore, a failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a f/u medwatch will be submitted.